Event description:
Inbound pt reports her tubing leaking today, states this is the 3rd tubing in last 3 days doing this, thinks the leaking is coming out by the filter. Lot number of today's leaking tubing 57x474. No further details provided. Diagnosis or reason for use: sph.